Manufacturer narrative:
(B)(4).

Event description:
Information was received from the healthcare professional (hcp) that previous to the infection, the pump had been replaced 2015 (B)(6) (see general text for non complaint pump replacement). The patient was admitted to the hospital on 2015 (B)(6) with symptoms of erythema and fever. Cerebrospinal fluid (csf) from the side port was cultured and (B)(6) was found in the csf and pocket. The pump was explanted 2015 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the catheter found c300. The catheter connector had coring or tears or cuts in the seal. The issue met leak criteria. Analysis of the pump found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant removal was required due to infection. The pump and catheter were explanted (B)(6) 2015 and returned to the manufacturer (B)(6) 2015. The pump was used to infuse lioresal intrathecal. No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.